Event description:
A customer reported that during surgery an ophthalmic surgical console presented with no phacoemulsification, lost communication and shut down during case and footswitch was not working. The procedure details and patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed and replicated the reported event. The company representative replaced the pcb (printed circuit board) resolve the issue and the equipment was returned to be tested for this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The printed circuit board (pcb) was received for this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The sample was installed into a calibrated system, with no system messages displaying at startup. The sample passed all functional tests, and the reported event could not be replicated as the returned sample was working as intended. The root cause of the reported event is attributed to component wear/reliability issues of the returned pcb. The component was replaced onsite to resolve the reported issues. However, upon sample testing, the component was found to be working as intended. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).